Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported that there was no capture on the device. The device remains in use. No patient complications were reported as a result of this event. It was additionally reported that the patient had a major fall and fractured the hip. A decrease in sensing and no capture were seen on both the atrial and ventricular leads. Under fluoroscopy, the both lead were dislodged. The atrial and ventricular leads were explanted and replaced.